Manufacturer narrative:
The patient's total femur jts implant was manufactured on june 28, 2016, however, the device was not available for shipment into the united states until the required documentation pursuant to us FDA compassionate use approval reference (B)(4) was provided to stanmore implants. All required pre-procedure documentation was ultimately received by stanmore implants on july 18, 2016. On july 19, 2016 the surgeon was advised that the device would not be available for the procedure scheduled for (B)(6) 2016, thus requiring that the surgical procedure be postponed. The device was dispatched from stanmore implants on july 20, 2016 and was received by the hospital on july 25, 2016. The surgical procedure has not yet been rescheduled due to the surgeons' schedules, however the surgery is expected to be performed in (B)(6). The investigation is ongoing. A supplemental report will be provided.

Event description:
(B)(4). The surgeon expressed dissatisfaction with the need to reschedule the patient's scheduled surgery for (B)(6) 2016 due to stanmore implant's delay in shipping the total femur jts implant (us FDA compassionate use approval reference (B)(4)). Note: the device in situ is a non-stanmore implants proximal femur implant.

Manufacturer narrative:
A review of the complaint file, communication history (email etc.) And timeline was performed on 17-aug-2016. It was noted on review of the timeline that the longest lead time in the process was the time it took for the surgeons office to supply the dispatch documents required as part of the FDA's pre-procedural requirements. The review determined that (B)(4) did not cause any unreasonable elongation of process lead time. The caused delayed dispatch can therefore be attributed to user error. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. (B)(4) will continue to monitor for trends. Expiration date corrected 12/31/2016 to 01/20/2017. Manufacture data corrected 07/20/2016 to 06/28/2016.

Event description:
The surgeon expressed dissatisfaction with the need to reschedule the patient's scheduled surgery for (B)(6) 2016 due to stanmore implant's delay in shipping the total femur jts implant ((B)(4)). Note: the device in situ is a non-stanmore implants proximal femur implant. This is a supplemental report to 3004105610-2016-00067 ((B)(4)).